Manufacturer narrative:
Siemens healthcare diagnostics has identified the following two issues using dimension vista intelligent lab system software versions 3.6.1, 3.6.1_mu3p, and 3.6.1sp1. The first issue is that samples may stop processing without notification. The second issue, which can only occur on the dimension vista 1500 system, is unexpected results due to a timing issue that causes a reagent server to temporarily lose synchronization during the automatic removal of reagent cartridges from reagent server 2 to waste a container. In this scenario, incorrect reagent or no reagent delivery may occur. An urgent medical device correction (umdc) was sent to customers within the us in may 2015 and an urgent field safety notice (ufsn) was sent to customers outside the united states in may 2015. The umdc and ufsn are for the dimension vista 500 intelligent lab system and the dimension vista 1500 intelligent lab system and are entitled "information regarding vista software issues." The umdc/ufsn explain these issues and provide actions customers can take if they experience them. Siemens will be providing corrections for these issues in a future vista software version.

Event description:
The operator of a dimension vista instrument stated that a sample rack with one patient sample was loaded into a dimension vista instrument, but the sample was not processed and no results were produced. The operator searched for the sample tube and could not find it, so the patient was redrawn and the redraw sample was tested. Approximately twenty-three hours later, the rack containing the original sample tube was unloaded from the instrument. The instrument did not produce any errors to alert the operator to the issue. There are no known reports of patient intervention or adverse health consequences due to this issue.

Manufacturer narrative:
The initial MDR 1226181-2015-00479 was filed on august 21, 2015. Corrected information (10/05/2015): the initial MDR indicated that this event was related to a recall. (B)(4). The investigation showed that the customer had ordered quality control (qc) samples and patient samples to be tested from the same rack, which caused the patient sample not to process as the dimension vista system is desgined to not allow both patient samples and qc samples on the same rack. The instrument operated according to specifications and the status of the sample rack is visible to the operator within the system software.